Event description:
The site reported an event where barcodes from one ring were transposed to another a ring. The site performed a data purge the event occurred the next day. Specifically, the reporter stated a ring (73911) accession numbers came up on ring ID 73914. Load rings with 73914 were run off line because the site was running behind. A ring 73914 was run as normal on the instrument. No results were reported.